Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic inguinal hernia procedure, the device's balloon did not inflate at the beginning. The head of the obturator broke off and the balloon did not inflate properly on the patient's left side. The physician made it work to complete the case. There was no injury caused to the patient and no medical intervention was required.